Manufacturer narrative:
The insulin pump did not alarm with any unexpected button errors. However, there was intermittent button response on the down arrow due to a flattened dome switch (no crease). The following physical damage was also noted: cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 217 mg/dl. Troubleshooting was initiated for the button error alarm. The customer's mother did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.